Event description:
Anesthesia was moving the bed to reverse trendelenburg per doctor's request. The bed was slowly moving, and suddenly dropped to a steep reverse trendelenburg. Called for help. Patient was checked under the drapes, no visible injuries. Manufacturer response for or bed, steris (per site reporter). Vendor on site to access. Hydraulic fluid leak.